Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a propex pixi row gave a patient an electric shock during use. Patient was reassured and no injury.

Manufacturer narrative:
Investigation results the customer has advised that the pixi delivered an electric shock to a patient. Unit set up and evaluated, upon inspection, the rechargeable battery was tested for dc output, which was 1.4vdc, the measuring cable was also measured for any dc output, which was found to be 0.001vdc. The conclusion is that it was highly unlikely the pixi would have supplied an amount of power to deliver an electric shock to an individual. The rear casing was found to be damaged, and so that was replaced as per the repair specification. The device is fully charged and tested for functionality; unit is running ok.